Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease /herniated disc pain and spinal pain. It was reported that it was taking a long time to charge in the (B)(6) of 2018. The last time the patient did a full charge it had been at about half. The patient said she was not using it and charged to full, but she also tried to use the recharger to turn it on but was not successful. The patient has been trying to turn stim on and had been getting a communication error. The patient tried to re-synch and still got poor communication. The recharger was unable to communicate with the ins. No further complications were reported.